Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip jumping open. It was reported that during device preparation, there was resistance while turning the arm positioner and the clip jumped open. Troubleshooting was performed but was unsuccessful. The clip was exchanged, and the procedure was completed without complication. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported physical resistance of the arm positioner and clip jumping were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping and resistance of the arm positioner. There is no indication of a product issue with respect to manufacture, design, or labeling.